Event description:
Upon starting instrument customer experienced a strong burning rubber smell, called technical support, and turned off the instrument. No person was injured in this event and there was no delay in or impact to patient diagnosis. Customer confirmed that no medical attention was needed by laboratory technicians with respect to this event. According to the supplier of the component involved in this event, the circuit board involved was developed in compliance with (B)(4) and the requirement that overheated pcb may not burn and cause spreading fire was fulfilled and confirmed by in-house testing. Root cause of this event is under investigation.